Event description:
Customer performed correlation study with two inratio2 meters and a reference laboratory. Customer alleges discrepant results: inratio2 (sn# (B)(4)): inr=2.3. Inratio2 (sn# (B)(4)): inr=3.3. Reference lab: inr=2.2.

Manufacturer narrative:
Investigation pending. Serial #: (B)(4).